Event description:
The clinician reports the implant was inserted (B)(6) 2009 in ada 20. Details of surgery: sinus perforation. On (B)(6) 2021, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, mobility, bleeding and inflammation. No further patient complications were reported.